Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the customer's device would not recognize its defibrillation pads when connected to a patient in ventricular fibrillation (vf). Another ambulance arrived to the scene and the device from that ambulance was then connected to the electrodes that were attached to the patient. Patient treatment was delayed however, there was no report of any harm to the patient.